Event description:
Boston scientific crm received information that this atrial lead was surgically abandoned due to out of range impedance measurements greater than 2500 ohms. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for analysis therefore, the clinical observations cannot be confirmed. Should additional information become available, this event would be updated as necessary.